Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to their clinic with complaints of weakness, fatigue and erythema at the device pocket site and was started on oral antibiotics. The patient later had new onset of left hip pain and left chest cellulitis and was started on intravenous antibiotics. The preliminary blood cultures were positive for gram positive cocci with possible staphyloccocus aureus. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.